Event description:
Additional information was received on (B)(6) 2012 from the patient's treating neurologist. He indicated that the device was working well with no suspected malfunction. The patient was experiencing the pain at the base of her neck and there was no suspected trauma or manipulation to the device. There were also no causal or contributory programming or medication changes. It was indicated that the patient's issues may have been related to protrusion of the device. Diagnostic results and programming history for the patient's device were not provided and no additional information was provided.

Event description:
It was reported through clinic notes dated (B)(6) 2012 and received on (B)(6) 2012 that the patient presented to the ER with painful stimulation and seizures. The physician was questioning the function of the generator indicating that it was possibly malfunctioning. The patient also reported having seizures about every other day when pre-vns the patient was having seizures daily to every other day; however the physician indicated that some of the seizures may be non-epileptic and questioned the patient's compliance to medications. Diagnostics were not provided and attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient wanted to be referred to a surgeon to have their device explanted because it was shocking her and she just wanted it out. No surgery date has been planned at this time.